Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician was questioning how to interpret the diagnostics. The report showed ventricular pacing 6 percent of the time and only 6 premature ventricular contractions. The patient was in atrial fibrillation. The diagnostics were explained and the device remains in use. No patient complications have been reported as a result of this event.